Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the keypad buttons on their device were experiencing a delayed response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2013 device evaluation: the device has been returned and evaluated by product analysis on 09/20/2013 with the following findings: the keypad was torn across the up & down arrow and the contrast & up buttons have an intermittent response. The down & ok buttons respond properly. Removed the keypad and found contamination under the up & contrast button contacts. Unrelated to t he complaint, when the pump booted, the display screen with dim pink contrast. The pump cover was removed and the oled screen was removed and replaced with a new test screen. The contrast returned to normal with test screen.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.